Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was decided not to perform a post-implant balloon aortic valvuloplasty (bav) due to a higher implant position at 1-4 mm and the risk a bav would dislodge the valve. One day following the implant, moderate-severe paravalvular leak (pvl) was observed near the non-coronary cusp where there was a lot of left ventricular outflow tract calcium. Eight days following the valve implant procedure, a bav was performed with a 22 mm non-medtronic balloon to address the pvl. Following the bav, the pvl remained moderate-severe. A 24 mm non-medtronic balloon was attempted but pvl was still present. Subsequently, a non-medtronic valve was implanted and the pvl resolved. No adverse patient effects were reported.